Manufacturer narrative:
Evaluation summary: the analysis results found that device a was returned with the blade gouged, nicked, cracked and device b was returned with a hot spot on the blade and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. The instructional insert states: "avoid accidental contact with other instruments during use.

Event description:
It was reported that during a lap nissen procedure, both devices gave an error code. There was no pt consequence. Unknown how the case was completed.